Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high platelet result generated by act 5diff cp instrument on first aspiration of a patient specimen with a flag. The erroneous result was not reported out of the laboratory. Subsequent testing produced lower platelet result, which the customer considers correct. No manual scans were performed. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in 3ml vacutainer tube. The customer's qc was within specifications prior to and after the event. A bci field service engineer (fse) was on site (B)(6) 2010. Fse replaced a few parts and verified the instrument operation. Although some hardware issues have been addressed, no definitive root cause for this event has been determined to date.